Event description:
A home patient (hp) contacted (B)(4) regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during set up. The hp stated she was not connected at the time of the alarm. The technical service representative (tsr) instructed the hp with troubleshooting and advised the hp to restart the prime. The hp stated that the heater line would not clear all the air in the tubing and the hc alarmed check lines and bags again. The tsr advised the hp to restart therapy with all new supplies. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the heater line. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2010 product surveillance spoke with the hp who stated that she ended up using the companion sample cassette she was going to send us. The hp also noted that she was given some cassettes from her clinic and she didn't have any problems with any of those cassettes. She doesn't remember the lot number of the one she was going to send us. There was no report of patient injury or medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.